Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # unknown. Batch # unknown. It was reported by the customer that the top, flat part of the bd 60 ml luer-lock syringe was broken off in such a way that the sensor on the clamp portion of the pca would not seat properly and therefore not recognize a syringe was in place. Verbatim: icare (B)(4): the pca pump for pt in a "pain crises" was malfunctioning. Pca alarming that "syringe was not clamped" and it was not programmable or delivering medication. After assessment, I discovered that the top, flat part of the bd 60 ml luer-lock syringe was broken off in such a way that the sensor on the clamp portion of the pca would not seat properly and therefore not recognize a syringe was in place. I was able to flip the syringe to the portion that was not broken and resume drug administration. I spoke with ICU pharmacist jena who stated this is not an expected finding. I also had this same problem with a pca pump several weeks ago and I believe it could have been the same issue as it was related to the clamp/sensor at that time as well.

Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.